Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a hysteroscope procedure, the hf-resection electrode loop was found deformed. The hf-resection deformed resection electrode loop blade tip was reset (manually reshaped) and the procedure was completed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not return to olympus for inspection. However, analysis was conducted based on the information provided by user/third party. The reported failure was no confirm. According to the investigation, there were no device anomalies found. The root cause could not be identified. Based on the results of the investigation, it is unknown whether the product meets the specifications. It is possible that the electrode was deformed due to excessive load when the output was weak. There is no indication that this device was not used in accordance with the IFU/labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.